Event description:
A report was received that the pt had an infection at the ipg and lead site. The pt had redness and swelling. The primary care physician (pcp) prescribed oral antibiotics. The pcp believes the infection was procedure related. Recently, the physician confirmed that the infection appeared to be gone.